Manufacturer narrative:
(B)(4). The stent remains in the vessel; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, heavily tortuous, 95% stenosed, de novo, proximal left anterior descending (lad) pre-dilatation was completed using a 1.5 x 12 mm unspecified balloon dilatation catheter (bdc) and the 3.0 x 48 mm xience xpedition stent was implanted; a stent edge dissection was noted and a second xience xpedition stent was used as treatment without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.